Event description:
Return reason : ruptured tubing/hub connection. Analysis determined : investigation found a 1.5mm tubing rupture 1mm directly below bottom of distal hub. Uneven hub fusion was observed, but should not cause product failure. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. The claim does not state the flow rate or injection pressure. The maximum flow rate and injection pressure for 5fr80cmpur is 650psi at 7cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken : the corrective action is that mfg and quality assurance personnel will be notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.